Event description:
This patient had intermittent progress with their cochlear implant since implantation. After complaining of pain with stimulation, the cochlear implant team elected to reimplant. Explantation/reimplantation surgery occurred in 2001.